Event description:
It was reported that the programmer rebooted during an interrogation. The caller was advised to disconnect the battery and use the programmer on line power. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.